Event description:
Complainant alleged that while attempting to treat a patient the device gave a "no shock advised" prompt on three analysis attempts, for a rhythm clinicians believed was shockable. Upon the 4th attempt, the device advised and delivered a shock. However, a visible arc was seen coming from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.